Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performe h3 other text: device not returned.

Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer¿s blood glucose (bg) levels were "high"; although specific value was not provided. Correction boluses were delivered to address bg. A replacement pump was sent to resolve the issues.